Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter was never fully attached; the spinal segment was not fully engaged into the connector. The catheter was revised on (B)(6) 2013. The patient had not been getting therapy since implant. The pump was delivering gablofen. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient was supposed to see the hcp. Per the reporter he did not know how they determined the catheter was not connected. During the procedure they did not remove or replace anything. They just reconnected the spinal segment to the pump segment. They had great spontaneous flow. The patient was refilled in the hospital with gablofen. The patient is not due for refill until june. The patient has not been seen since the procedure. The patient refuses to leave his house because his insurance company has laws they have to follow per state guidelines. He is on state insurance and is not eligible for "e home care refill" until april. They will not pay for a wheelchair ramp either so the patient refuses to leave the house to come to the pain clinic. The patient reported that they still have pain. Per the reporter this patient has a lot of non-device related issues and he is very difficult to work with especially since he is refusing to be seen. The hcp who is no longer following him stated he does not believe there is an issue but they will not be able to determine if further intervention is needed if the patient will not be seen in office. The patient wants the office to come to him and they will not. Additional information later reported the patient had compounded drug of baclofen mcg/ml at 220 mcg/day and bupivacaine 24 mg/ml at 2.651 mg/day.

Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).